Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead alert after experiencing high/undefined impedance on several occasions. A fracture of the rv lead was indicated. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.